Event description:
While performing cystoscopic-laser stone disintegration, the dr was lasing a stone held in the basket. The basket broke and ruptured the ureter. This resulted in having to do an open uretrolithotomy to remove the stone as well as the basket. Basket and etc available for evaluation.